Event description:
It was reported that prior to the marker placement procedure, the protecting clip was allegedly fell to the ground. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one senomark ultra breast tissue marker applicator was received for evaluation. During visual evaluation, the marker appeared to be clean and the applicator was returned with the marker deployed as the plunger was fully depressed. The wire-form and pva pads were not returned. Therefore, the investigation is inconclusive for the reported component or accessory incompatibility and also the investigation is inconclusive for the reported device slipped as the device was not received in a sealed package, the wire-form & pva pads were not returned and also plunger was noted to be fully deployed. A definitive root cause for the alleged component or accessory incompatibility and device slipped could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2023), g3 h11: g1, h6 (device) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to the marker placement procedure, the protecting clip was allegedly fell to the ground. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one senomark ultra breast tissue marker applicator was returned for evaluation. During visual evaluation, the marker appeared to be clean and the applicator was returned with the marker deployed as the plunger was fully depressed. The wire-form and pva pads were not returned. Therefore, the investigation is inconclusive for the reported detachment of device or device component as the wire-form & pva pads were not returned and the investigation is inconclusive for the reported device slipped as the device was not received in a sealed package and also plunger was noted to be fully deployed. A definitive root cause for the alleged detachment of device or device component and device slipped could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2023), h11: h6 (method, result, conclusion), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2023). Device pending return.

Event description:
It was reported that prior to the marker placement procedure, the protecting clip was allegedly fell to the ground. The procedure was completed by using another device. There was no patient contact.